Event description:
It was reported that, following an unrelated procedure where the ipg was not set to surgery mode, the patient's ipg was unable to communicate with external devices. A manufacturer representative met with the patient and was unable to repair the ipg, deeming the ipg inoperable. In turn, surgical intervention may take pace to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.